Event description:
Caller alleged discrepant inratio2 results. Results as follows: date: (B)(6) 2012, inratio: 2.9, lab: 1.3; date: (B)(6) 2012, inratio: 3.3, lab: 1.7. Tests were done within an hour of each other. Patient self tester has been testing on the inratio meter since (B)(6) 2012. Technical services to send customer a replacement inratio meter.

Manufacturer narrative:
Investigation pending.